Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead was inspected with noted bubbles on the lead insulation and bulging on the distal coil near the ring of the electrode. The lead was not used for implant. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found. It was noted that the silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process.